Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis, manifested by cloudy pd effluent. The cause of peritonitis was not reported. It was not reported if the patient was hospitalized for the event. Treatment, patient outcome and action taken with pd therapy were not reported. No additional information is available.

Manufacturer narrative:
Additional information: a2, a3, a4, b2, b5, b6, b7, d10. Correction: b3: event date: it was reported that the peritonitis was diagnosed on (B)(6) 2025. Upon follow up, it was reported that the patient was hospitalized and treated with unspecified antibiotics treatment. Twelve (12) days after event diagnosis, the patient was discharged from the hospital and recovered from peritonitis. Pd therapy was ongoing. Should additional relevant information become available, a supplemental report will be submitted.